Manufacturer narrative:
Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.037.028. Lot: 9345768. Manufacturing site: (B)(4). Release to warehouse date: 11. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the 5 mm hex flexible screwdriver (p/n 03.037.028 lot 9345768) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft is not completely separated into 2 pieces as it is being held together by the adjacent laser cut segment on the pattern. No other issues were identified with the returned components of the device. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. The shaft is broken and the fracture is in the form of a crack, but being held together by the adjacent laser cut segment on the pattern. Dimensional inspection: shaft diameter was measured and is within specifications per relevant drawings. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 5 mm hex flexible screwdriver (p/n 03.037.028 lot 9345768) as the device was received broken at the most proximal laser cut teeth segment on the shaft. The shaft is broken and the fracture is in the form of a crack, but being held together by the adjacent laser cut segment on the pattern. While no definitive root cause could be determined, it is possible that the device encountered excessive forces/torque. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a flexible screwdriver was inspected and found a crack in the base of the shaft. It was discovered in sterilization processing department after case and did not affect case at all. There was no patient involvement. During manufacturer's preliminary analysis of the returned device it was noticed that the device was broken. This report is for one (1) 5 m hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).